Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer is calling to report an issue with the sensor. Customer's blood glucose value was 444 mg/dl. Customer did not want to continue to continue troubleshooting . The product is expected to return.